Event description:
Pump will not charge - charger cord not working. In house testing revealed the pump is functioning but the ac/dc charger cord is defective - prong missing must hold for it to work - (B)(6) 2015.